Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned instrument confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sp2 tibia impactor broken into 2 separate pieces while impacting the tibia implant. All pieces recovered.